Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half. The returned sample was inspected at (B)(4) microscope magnification. The sample had surface residuals (fiber/particles) on the lens compatible with handling, such as during the implant and explant process. There were no manufacturing cosmetic defects found in the returned sample. A review of the manufacturing records showed no deviations or nonconformities. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the left eye after the patient experienced unexpected post-operative refraction. Another lens was implanted during the same procedure. It was reported that the explant did not require an incision enlargement.

Manufacturer narrative:
Section f completed by the manufacturer. (B)(4). All pertinent information available to the manufacturer has been submitted.